Event description:
It was reported that the customer received a compromised force sensor system alarm more than once. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unable to test prime/compromised force sensor system test due to no button response. Unable to verify compromised force sensor system alarm due to no button response. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window.